Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. After filling, an unspecified liquid was observed leaking at the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 16d019 was manufactured from april 14, 2016 to april 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.